Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2017 with the following findings: a review of the black box and alarm history showed multiple call service 054/052 slave communication error alarms. The returned battery cap fit to the pump. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no moisture or intermittent conditions to the printed circuit board. The call service alarm issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.